Event description:
As reported on (B)(6) 2013 by the manufacturer's sales representative, the safety mechanism safety needle wont (won't) engage because the needle is actually too long when removed from the port into the yellow safety housing. No harm or injury has been reported due to this product problem.

Manufacturer narrative:
Angiodynamics has requested the return of the lifeguard safety infusion sets for evaluation. The user manual which is supplied to the user with this lifeguard safety infusion set, contains the following information: indications for use: the lifeguard safety infusion set facilitates the safe removal of the needle by encapsulating the needle during vascular port de-accessing to help prevent needle stick injuries. Cautions: keep hand/fingers protected from needle tip at all times by following the instructions for use. An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow-up information will be sent via a follow up med watch.